Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per the complaint details, a study patient (sited from a literature review) ¿presented a dislocation which was treated with a revision surgery (rotating-hinge prosthesis).¿ smith and nephew has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event, although it was noted that the ¿3rd dislocation occurred approximately 6 months¿ post insert exchange (upsized) in a multi-comorbid patient with a significant knee history. The root cause of the reported ¿3rd¿ dislocation and subsequent revision/conversion to the rotating hk and/or the patient outcome beyond that which was documented in the aged article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in the publication "revision surgery for a dislocated constrained total knee arthroplasty ". Authors: jonathan hagedorn, ba; brett r. Levine, md, department of orthopedics, rush university medical center, chicago, illinois. The authors of the study reported that a patient presented a dislocation which was treated with a revision surgery (rotating-hinge prosthesis).